Event description:
This case reported by a dentist described the occurrence of swelling of the tongue in a pt who received poligrip (super corega) paste. The pt, using full dentures for the first time, used poligrip (dental) for 2 mo in 2003 and experienced an allergic gum reaction. In 2003 the pt developed swelling of the cheeks and lips which lasted for 3 days. This recurred in 2003 when pt developed swelling of the lips and tongue which again lasted for 3 days. They were treated with antibiotics (unspecified). There was no pain of the mucosa in contact with the full upper denture. The dentist reported that the adverse events were possibly related to the use of the product and regarded them as serious as they jeopardized the pt or required intervention. Follow-up info received from the pt's dentist in 8/2003: the pt's dentist reported that the pt was prescribed augmentin 375 mg, one tablet three times a day for five days, by their gp. Manufacturer's comment: this case was upgraded to serious in 2003 based on the dentist's assessment. It is believed that super corega paste was mfg in dungarvan, ireland. The lot number is not known. Therefore quality testing will not be performed.